Event description:
It was reported that the user experienced a hypoglycemic event while reporting an infusion site adhesion issue, with a lowest blood glucose of 50 mg/dl and approximately three and a half hours outside the target range. Investigation included troubleshooting and user education. Further investigation of this case revealed no device malfunction identified and a cause not determined. The user reported symptoms included fatigue and nausea during the event. Outcomes included transient functional limitation without hospitalization or professional medical intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.